Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a burnt distal end. The issue found after the therapeutic lumpectomy procedure that was completed using the same set of equipment. There was no delay and patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: h3 and h6. Correction on field: e1. A review of the device history record and historical complaints analysis found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. During the device evaluation it was observed that the screen black out. Based on the investigation results, a definitive root cause could not be determined. However, it appeared likely that high-energy endo-therapy accessories (such as lasers and high-frequency accessories) were used with insufficient distance from the distal end. This resulted in the distal end cover being burnt. Furthermore, due to the burnt distal end cover, it was probable that the objective lens and/or image sensor unit had been broken, leading to the absence of an image. The following states cautions on use of high energy endo therapy accessories. 4.3 using endo therapy accessories the "no image" event can be detected by following the instructions for use (IFU): important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.